Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The patient was required to undergo hip operation to replace a constrained liner that had appeared to disassociate from the insert causing the patient's hip to dislocate.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed. Device evaluation and results:a visual inspection of the returned device noted that the device was returned in used condition. The constrained liner has separated from the cup. Many dents and scratches were also observed on the returned device. Examination of the returned device with a material analysis engineer indicated "common damage modes of uhmwpe observed on insert." Medical records received and evaluation: not performed as no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for this lot. Conclusions: a visual inspection of the returned device confirmed the event as it was noted that the constrained liner has separated from the cup. Examination of the returned device with a material analysis engineer indicated that common damage modes of uhmwpe were observed on insert. However, the root cause could not be determined as sufficient information was not provided. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The patient was required to undergo hip operation to replace a constrained liner that had appeared to disassociate from the insert causing the patient's hip to dislocate.